Manufacturer narrative:
The iolmaster was inspected by a service technician and found to be operating properly and within calibration. The implantation of the wrong intraocular lens in the left eye could have potentially been caused by an intraocular eye pressure examination with a contact tonometer prior to the iolmaster measurement. Use of a contact tonometer compresses the cornea of the eye and may impact the results of the eye's biometric measurements. Iolmaster user manual provides instructions regarding contact measurements prior to measuring the eyes with iolmaster. The site's personnel were instructed in proper operation by a clinical application specialist.

Event description:
A pt required add'l surgery to remove a previously implanted intraocular lens and to implant a different intraocular lens.